Manufacturer narrative:
H3: returned product evaluation: lens was returned dry in a microcentrifuge vial. The state of returned device was severly deformed. Visual inspection found a optic deformed and a haptic broken and deformed lens. Dimensional inspection was required, but could not be evaluated due to lens damaged. Claim# (B)(4).

Manufacturer narrative:
H6: code:4629-2993 claim (B)(4).

Manufacturer narrative:
B5: the initial complaint is not reportable. Claim# (B)(4).

Manufacturer narrative:
. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was later exchanged for a longer length, different model lens. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.